Event description:
It was reported that a patient has experienced an increase in seizures over the past years. It is unk whether or not these seizures are related to the device. Device diagnostics were performed at the time of the report and both systems and normal mode diagnostics gave results within normal limits. There were no casual or contributory programming or medication changes nor did any other external factors precede the onset of the increase in seizures. Currently, no interventions are planned to address the increase in seizures, however, the patient may have the device removed as he does not believe it is helping with his seizure control.